Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No pump error 41 or pump error 43 noted during testing. Pump successfully downloaded to thump. Confirmed pump alarmed pump error 41 on 03/26/2023 12:32:36.000 and pump error 43 on 03/26/2023 12:32:36.000 in the pump downloaded history. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, missing display window cover, cracked case (battery tube), cracked battery tube threads, and minor scratches on lcd window. In summary, customer allegation for pump error 41 or pump error 43 was confirmed in pump downloaded history due to motor defect. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the pump gave errors 41 and 43. It was also reported that the pump was exposed to high magnetic environment. The customer's blood glucose at the time of the event was unknown. No consequences or impacts were reported to the customer. Troubleshooting was performed, and the customer was able to rewind the pump and perform the self displacement test. The customer was advised to discontinue the use of the insulin pump. The insulin pump was received for analysis.